Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the implant came out of the injector very quickly without the surgeon being able to control. Surgeon has been able to control his gesture and the implant has been placed. Additional information was requested and provided that there was no consequences for the patient (no patient harm).

Manufacturer narrative:
The product was returned for analysis. The device was returned in the blister tray inside the carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the nozzle. Viscoelastic is dried in the device. Iol was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. Mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor). An internal investigation was previously initiated for this issue. The manufacturer internal reference number is: (B)(4).